Event description:
It is reported that the customer had high blood glucose levels of 460 mg/dl. The customer reported a button error alarm from the insulin pump. The customer tried to remove the battery and reinstall it into the insulin pump to no avail. Customer reported that the insulin pump may have come into contact with perspiration. Customer took multiple day insulin to treat high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.